Event description:
The fenestrated bipolar instrument suffered a highly unusual and dangerous equipment malfunction. The robotic instrument sheath broke at the level of its attachment to the articulated joint at the distal end. This occurred while performing the colpotomy portion of the hysterectomy. The bipolar instrument was being used to elevate the posterior uterus. There was no unusual torque or excessive force used while operating with this instrument. Several irregular, small shards of fiberglass from the robotic instrument sheath were spilled into the patient's abdominal cavity. As many pieces as visible were removed, and the patient's abdomen was copiously irrigated and suctioned. General surgery was consulted intraoperatively for advice on further measures for mitigation against potential visceral injury from the foreign bodies (fiberglass shards). No overt injury was incurred. There was no error signal at the robotic console nor at the main tower indicating instrument failure. The patient was admitted for overnight observation (she would otherwise have been discharged home from phase ii recovery) due to this intraoperative event.